Event description:
It was reported that the patient had severe pain, instability. Patient had revision surgery on (B)(6) 2012.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
An event regarding pain and instability involving a triathlon cs insert was reported. The event was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿medical records and intraoperative evaluation indicated that the instability was more than likely related to posterior cruciate insufficiency with resultant flexion instability. Records also indicate satisfactory implant position and alignment on numerous postoperative xrays. The pi as submitted does not appear to be related to the use of shape match cutting guides or the triathlon implant.¿ device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded the reported instability was not device related. A review of the medical records by a clinical consultant indicated that the instability was more than likely related to posterior cruciate insufficiency.

Event description:
It was reported that the patient had severe pain, instability. Patient had revision surgery on (B)(6) 2012.